Manufacturer narrative:
Additional information was received confirming that the physician does not feel or suspect the device caused the loss of eye site.

Event description:
A report was received that the patient reported that her physician suspects the device caused her to lose eye site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2408-56 serial#: (B)(4) description:avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient reported that her physician suspects the device caused her to lose eye site.